Event description:
Boston scientific crm received information that the patient implanted with this right ventricular defibrillation lead had died. There was no allegation against the function of the product; however, it was reported the patient was septic at the time of death. It was also reported the implant procedure had been prolonged due to repositioning of the lead.

Manufacturer narrative:
The lead will not be returned for analysis. If additional information becomes available, this event will be updated and resubmitted.